Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that patient "isn't using the pump anymore because I couldn't find a hcp that could manage it so I am taking other types of meds". They started hearing alarming 3-4 times a day stating several years ago and they were going to change it out but patient couldn't find a hcp to do it and didn¿t have a hcp to fill the pump anymore and the patient had not have medication in it for like 5 years. Patient then said that "in the last 4 or 5 days it's been continuous and it never ever stops". Patient clarified this started on saturday (B)(6) 2019. No symptoms were reported. No further complications were reported.